Event description:
It was reported that the vision stent was successfully implanted in the pt in 2004. The pt returned to the hospital 7 days later with sob acute thrombosis (sat). An angiojet was used to remove the thrombus, and the stent was re-dilated. No pt effects were reported.